Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 49 mg/dl. The customer stated he ate and drank milk to get blood glucose up. The customer reported via phone call indicating that he had lost sensor alarm. Customer's blood glucose at time of incident was 49 mg/dl. Customer stated that pump is not communicating with the transmitter. The customer checked the sensor alert history and found out that there was 14 lost sensors this morning and 3 lost sensor last night. The customer stated that lost sensor occurred within about 20 minutes after immediately entering blood glucose for calibration. The customer was advised that once lost sensor is resolved they can try enter blood glucose to calibrate the sensor as long as glucose is not changing rapidly.